Event description:
A peritoneal dialysis pt has reported that the liberty cassette appeared to have had an air leak when pumping, however, he did not see any fluid leak. The pt confirmed he was diagnosed with peritonitis and is currently being treated with ip antibiotics on an outpatient basis. He is reportedly recovering and continues with his prescribed therapy. The pt did not save the sample.